Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was pain at the ins site. Patient requested reprogram. He stated current program would give him pain relief at rest but when he would get up and move around, typical pain presented. He stated that he would constantly feel a ¿knot¿ like sensation to the r back that would subside if stimulation was off. During lead select check, all green. Impedances elevated past 1000 for each electrode but all green. Electrodes with lower impedances used for programming. When reprogramming patient, using electrodes on lead #2 resulted in patient reporting pain on left side at battery site even with sub perception threshold intensity. When targeting lead #1 on programming, patient reported the familiar ¿knot¿ sensation to the right back/flank at above perception threshold intensities. Programming kept below threshold on lead #1. Stimulation kept off. Patient reported ¿many¿ falls. He denies falling on back directly but states he has fallen to left side (battery on left side). Patient is poor historian in reporting timeline of falls and when issue began. Discussion with hcp that patient may require a revision. Physician is going to follow up with patient and relay this information as appropriate. Physician was left with representative contact information. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6); implanted: on (B)(6) 2022; product type: lead; product ID: 977a260; serial#: (B)(6); implanted: on (B)(6) 2022; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they met with patient (pt) after they reported getting an "unable to provide desired stimulation" message on all 3 groups with poor pain relief. Pt reported multiple falls. Pt reported vibration with stimulation on at battery site. Pt also reported a knotting sensation pain at battery site when recharging- gradually increases, stays while recharging and takes an hour to subside. Pt stated battery was depleting at least 50% faster than it was previously and they have to charge daily. Currently, cycling is on and energy check shows battery longevity is about 4 days group a and 9 days group b at current intensities. Patient also stated they felt the battery was taking longer to recharge. Lead select check showing all green. Impedance check while a bit elevated are within normal range. These impedance values match (very similar) to impedance check at session in july. Upon programming pt, oor message presents at values around intensity of 4.0 -5.0 depending on electrode configuration. This is below perception threshold. During this, pt reports experiencing knotting sensation at right back and battery site. Recommended patient keep stimulation off. This information was relayed to the physician and awaiting their recommendations.